Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was provided in b.2., b.5. And d.7. Summary: no supplemental report will be required as the additional information provided indicated that the iol was exchanged for a difference of 2.5 diopters of power which would reasonable suggest a preoperative calculation error. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a difference of 2.5 diopters of power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a surprise myopic outcome of two diopters following an intraocular lens (iol) implant procedure. Additional information was requested and received. There are two medical device reports associated with this patient. This report is for the left eye.